Manufacturer narrative:
The investigation for the low flow and the positioning issues has been completed. No product was returned. As per clinical report, false impella in aorta alarms were observed and later echo was done to confirm position. The impella 5.5 had low flows following insertion in which significant clot burden was observed in the graft and aorta with patient having lv thrombus condition. Data logs were reviewed, low flow with motor current spike and several suction alarms found during whole case. False impella in position alarm was observed after the motor current spike per log. The cause of the optical signal issue was most likely biomaterial with false 'impella in aorta' alarm observed after motor current spike per log and clinical review. The cause of the low pump flow issue was most likely biomaterial with motor current spike and suction alarms observed per log review and patient having lv thrombus and significant clot in graft and aorta post insertion per clinical. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 64yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 had diminished flows following insertion in which significant clot burden was observed in the graft and aorta. The physician was not willing to replace the impella at the time. The pump was explanted eleven days after implant successfully. There was no patient harm.